Event description:
It is reported that the pt is having pain in his hip that hurts very badly when he walks. He had to purchase a four wheel walker and cannot get around without it. The pain started really getting bad around (B)(6) 2012. His physician said his x-ray was fine and he was on schedule with his recovery. He received a letter regarding the recall on (B)(6) 2012.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.